Manufacturer narrative:
The user reported signal loss. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Gnal loss alarm" issue was reported with the abbott diabetes care (adc) with an iphone 16 with an ios operating system version 16710 and app version 21128275. The customer reported that their app had a "signal loss" with the sensor therefore, the customer was not alerted of changes in their glucose levels. The customer reported symptoms of " hypoglycemia, clouded consciousness with loss of short-term memories. " the customer was treated with oral glucose by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Gnal loss alarm" issue was reported with the abbott diabetes care (adc) with an iphone 16 with an ios operating system version 21128275. The customer reported that their app had a "signal loss" with the sensor therefore, the customer was not alerted of changes in their glucose levels. The customer reported symptoms of " hypoglycemia, clouded consciousness with loss of short-term memories. " the customer was treated with oral glucose by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.